Manufacturer narrative:
Section was updated due to a part return section evaluation codes updated due to part return and anslysis result code additional code added component code remove g07001 and add g04135 : device evaluation summary: was updated due to a part return and analysis medtronic conducted an investigation based upon all information received. It was reported that, while in use on an ¿immune reconsti tution inflammatory syndrome (iris) incident¿ patient, this 980 ventilator generated a ¿ventilator inoperative¿ message. Review of the ventilator memory logs confirmed that the unit experienced a loss of ventilation at the time of the reported event. The device was available for evaluation. T sp checked and found the unit failed the leak test and mix leak test during the extended self test (est) and also found that there was a constant leak come from the exhaust port. Sp replaced the inspiratory flow module printed circuit board assembly (ifm pcba). Sp further replaced the oxygen proportional solenoid(psol) and air psol due to mix leak failure. The ventilator passed all the calibrations and tests per the manufacturer specifications at the time of service. Ifm pcba was not returned for failure analysis. Two psol were returned to medtronic for further analysis, one had visually inspected and functionally tested with no malfunction or product deficiency observed. The other psols visual inspection showed no anomalies and was installed into a failure investigation test ventilator for analysis. The unit failed the leak test. A teardown of that psol was conducted and a piece of foreign material was found lodged on the poppet, there were also several scratches visible on the surface of the poppet. With the available information and the parts returned, the product analysis identified potential a fault in the psol likely contributing to the lov at the time of the event.the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 device evaluation summary: h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on an ¿immune reconsti tution inflammatory syndrome (iris) incident¿ patient, this 980 ventilator generated a ¿ventilator inoperative¿ message. Review of the ventilator memory logs confirmed that the unit experienced a loss of ventilation at the time of the reported event. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue in memory. Sp checked and found the unit failed the leak test and mix leak test during the extended self test (est) and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba), oxygen proportional solenoid (psol) and air psol. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated in the field to a potential fault in ifm pcba and/or air psol and/or oxygen psol. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on an ¿immune reconstitution inflammatory syndrome (iris) incident¿ patient, this 980 ventilator generated a ¿ventilator inoperative¿ message. There was no injury to the patient.